Event description:
It was reported a device detachment occurred. The target lesion was located in the coronary artery. A rotawire drive and wireclip torquer was selected for use. During withdrawal, it was noted that the guidewire tip was completely torn at tuohy, broke, and detached during removal. The device was removed from the patient's body in one piece. The procedure was completed with no patient complications were reported, and the patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic inspection of the device found that the spring tip returned bent, unraveled and detached from the core wire. Device analysis confirmed reported event of guidewire detachment.

Event description:
It was reported a device detachment occurred. The target lesion was located in the coronary artery. A rotawire drive and wireclip torquer was selected for use. During withdrawal, it was noted that the guidewire tip was completely torn at tuohy, broke, and detached during removal. The device was removed from the patient's body in one piece. The procedure was completed with no patient complications were reported, and the patient was stable after the procedure.